Event description:
Centrifuge bowls cracked a total of about 20 times. Blood was splattered around the inside of the centrifuge and the design of the machine is such that the blood was able to run out of the machine and on to the floor. A rep from the MFR cleaned the machine.